Event description:
The customer states that the power cord is broken and copper wires are exposed.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). A review of information in the complaint file indicates this investigation was performed by a covidien international service center for the reported condition of; the customer states that the power cord is broken and copper wires are exposed. Therefore, this report will be based on information provided by the service center. The pictures provided in the complaint report shows the power cord was externally damaged and had damaged the insulation on the internal wires exposing the copper conductors which presented an electrical shock hazard, confirming the reported condition. The root cause of failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord needs to be replaced to correct the problem. Product scd 700 compression system was manufactured in 2013. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The service history for this unit is maintained by the local service center. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.